Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient fell and had since been experiencing shocking pains and implantable pulse generator (ipg) getting hot when therapy was on. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7110859. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7111733. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).